Event description:
Customer reportedly obtained results of 21mg/dl and approx 60mg/dl on the advantage system within 10 minutes. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.